Event description:
It was reported that patient underwent femoral reconstruction surgery on (B)(6), 2011. During the procedure, the surgeon used a targeting arm to verify positioning of the proximal screws so that they would pass through the antegrade nail and hold the nail in place. Subsequently, the patient was revised on (B)(6), due to the proximal screws missing the antegrade nail.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.current information is insufficient to permit a conclusion as to the cause of the event.the lot number information needed to review device history records was unavailable.this report submitted (B)(4), 2011.